Event description:
We have been using vapotherm in our neonatal intensive care unit for 1-1 1/2 years. Late summer we heard of reports of possible problems with contamination with ralstonia. We monitor all positive cultures and had not seen ralstonia. We did see an increase number of gram negative infections, with most being enterobactor or burkholderia cepacia. We noted that all neonates with b cepacia had been on vapotherm. There are five infants who have been identified.